Event description:
New information received noted that, implantable cardiac defibrillator (ICD) went into back up mode due to magnetic resonance indicator (MRI) use in label MRI environment, programming changes were made resolving the issue and patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator (ICD) went into back up mode. High voltage therapies were disabled as a result. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.